Event description:
ICU medical learned of a civil lawsuit filed implicating a port-a-cath ii, 21-4455-24, lot 3829680. The lawsuit alleges the following. The patient, (B)(6), underwent placement of a port in the left chest, on (B)(6) 2021 for vein access. The patient presented to (B)(6) with shortness of breath. Doctors determined she had an infection with accumulation of fluid in the lungs. The patient's port was explanted immediately after this determination on or about (B)(6) 2023. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
No device was returned for investigation. Due to this, no device issue was determined. If the device is returned for investigation, the device will be examined with the results sent in a supplemental report.